Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin had continued to drip or squirted out of the customer's infusion set after they let go of action button the patient's blood glucose at the time of incident was 386 mg/dl. Troubleshooting was initiated for the priming issue. The caller confirmed that the reservoir cap was not exposed to moisture. The customer did not hear the piston touching the reservoir. Upon review of the alarm history it was discovered that the pump alarmed with a compromised force sensor system error. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support. Unable to verify prime alarms due to motor error alarms. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and missing end cap sticker.